Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to low blood glucose event. The blood glucose levels was 35 mg/dl and patient was treated with glucagon injection and intravenous. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011741, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011741". No further statistical trending analysis is required. Test results: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6011741 was manufactured according to the wi version 82 and manufactured in the multivac 12 on 25-feb-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. Assembly of quickset: the lot 5b04789 was manufactured according to the wi version 27 and manufactured in the assembly line of quickset on 25-feb-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 5b04790 was manufactured according to the wi version 27 and manufactured in the assembly line of quickset on 25-feb-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 5b04583 was manufactured according to the wi version 27 and manufactured in the assembly line of quickset on 23-feb-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube the lot 5b03914 was manufactured according to the wi version 42 and manufactured in the gluing line of quickset 08, 04 on 21-feb-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.